Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to grasp the leaflet appears to be related to patient morphology/pathology and poor image resolution. The reported poor image resolution was due to low quality of echographic pictures. The reported patient effect of tissue injury appears to be due to procedural condition. The pericardial effusion and hypotension appear to be due to multiple grasping attempts. The likely cause of death was a leaflet tear and annular injury in a patient with frail tissue due to steroid and antiplatelet use. Tissue injury, pericardial effusion, hypotension, and death are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported surgical intervention was a result of case specific circumstance as surgery was performed to treat effusion. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed anterior leaflet for a mitraclip procedure. During the procedure, imaging was difficult. After three attempts of grasping, heart rate was decreased. An effusion was observed. The clip was retracted back into atrium. A surgery was performed to treat effusion. Effusion was due to intramuscular hematoma at the level of the mitral valve. The mr was reduced to grade 3 post procedure. On 24 august 2025, it was reported that the patient died on (B)(6) 2025. The patient had a medical treatment of corticoid and clopidogrel which might have contributed to fragilize the tissue . Per the physician, during the closure of the clip in the medial commissure, the clip tore a posterior part of the mitral annulus. The torn leaflet along with complex anatomy and difficulty in imaging might have contributed to death of the patient. No additional information was provided.